Event description:
The customer reported a false positive troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing of patient sample draws and retest of the initial sample draw produced lower results, within the normal reference interval. The erroneous result was released out of the laboratory and questioned. The patient was admitted to the intensive care unit (ICU). The customer did not receive any reports of additional changes to patient treatment. There has been no report of patient outcome. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse verified system hardware. The fse did not detect any instrument issues. The customer stated the result report showed "probe obstruct" error, but there was no sample or system error during the event. The customer suspected the false positive result was due to the obstruction that had cleared out of the system during normal system operation. The fse could not confirm the obstruction. The customer performed system check and reported all system results were within specifications. The customer noted quality controls for all assays were within acceptable range. The unit was in normal operation.